Event description:
Additional information received. Product analysis was completed and reviewed. The review indicated that the device was struck by electrocautery and return, caused the premature end of life. No other relevant information has been received to date.

Event description:
Additional information received. The suspected device has been received by the manufacturer. However, product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during pre-op, a new m106 was interrogated to apply the patient initials, and the session was ended. The generator currently implanted in the patient also had system diagnostics run to confirm lead integrity. As the new generator was transferred into the sterile field, the surgeon inserted the pins as normal and when system diagnostics were performed, 2 boxes popped up stating "generator battery eos" and "generator disabled error code 8". As found during surgery, the surgery proceeded with opening and using a different generator to implant in patient due to not locating a reason in the manual for disablement. New opened generator inserted and tested, and patient surgery was completed. After surgery, rep attempted same process and received yellow warning message of "therapy disabled - error code 8". Rep states the generator is available for return. The device has not been received to date. No other relevant information has been received to date.